Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Director of product development attended an (B)(6) meeting and reported a presentation: "predictors for mechanical failure of proximal femoral locking plates: "scientific poster #76 hip and femur. A study with 43 unstable proximal femur fractures were treated between 2003 and 2007 using a 4.5 mm lcp proximal femur plate. Study reported: at 20 months twelve failures occurred. Mean time to failure was eighteen weeks. Most frequent failure was varus collapse with screw cut-out (5 cases). A kickstand screw was present in six cases. Twelve cases were without failure. Conclusions: a high rate of mechanical failure can be expected with locking plate fixation of unstable proximal femur fractures.